Event description:
It was reported that the procedure was to treat the anterior interventricular artery (iva). There was a tear of the mesh of the 2.75x48 mm xience xpedition stent delivery system (sds) noted before use. The stent was not implanted. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. A non-abbott sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 4008 removed; 1069 added. H10 - additional mfg narrative updated.

Event description:
It was reported that the procedure was to treat the anterior interventricular artery (iva). There was a tear of the mesh of the 2.75x48 mm xience xpedition stent delivery system (sds) noted before use. The stent was not implanted. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. A non-abbott sds was used to complete the procedure. Subsequent to the initially filed reports, it was reported that the mesh of the stent was torn. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported torn mesh was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported torn mesh. There is no indication of a product quality issue with respect to manufacture, design or labeling.